Event description:
At the end of a case the pt was placed on to an ambu-bag for transport. After 2-3 breaths he could not be ventilated and his blood pressure dropped. He was placed back on the ventilator, given volume and recovered. It was discovered that the peep valve on the ambu-bag was sealed shut.